Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they had both high and low blood glucose. The customer¿s blood glucose had gone up to 400 mg/dl. They had a blood glucose that almost went up to 600 mg/dl. The customer's spouse reported that they treated the high blood glucose with manual injection. The customer's spouse also reported a low blood glucose of 30 mg/dl which they treated with orange juice. The customer¿s blood glucose was 279 mg/dl at the time of call. The customer's spouse also reported that they had infusion sets that were part of the recall. Troubleshooting was performed. The insulin pump and infusion sets will not be returned for analysis.